Event description:
During follow-up, the device was observed to reach elective replacement indicator (eri) level prematurely. The physician suspected premature battery depletion. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The field complaint of premature battery depletion was not confirmed. The device was received from the field operating at elective replacement indicator (eri) level. Analysis of the device image indicated the device was programmed to high field settings. The results of all electrical tests performed, including battery assessment, did not find any anomaly. The voltage is at eri level. Longevity assessment was performed, and the device has met the projected longevity and is considered normal battery depletion